Manufacturer narrative:
Batch review performed on 03 jun 2019: lot 184218: (B)(4) items manufactured and released on 04-sep-2018. Expiration date: 2023-07-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager: early infection in cemented tka, 6 months after primary operation. Infection is a known possible adverse event following every surgery, including tka's. To date, there is no reason to suspect that the cause may be linked to the implanted devices.

Event description:
On (B)(6) 2019 we were informed about a revision performed on the following day, 6 months after primary surgery, due to infection. The pathogen is enterococcus faecalis.